Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for failed back surgery syndrome. It was reported that the patient was using a bone growth stimulator following an unrelated back surgery and that when they have it on their back they feel a sharp pricky sensation. The patient was feeling a lot of extra pain/discomfort from the surgery in the sciatic area. The patient noted that the ins helps so much, and that it doesn't relieve 100% but that it 'calms it down enough so she can stay on her feet.' The patient was worried that their lead could get hot while using the bone growth stimulator and cause damage. The patient was redirected to their hcp. No further complications were reported.